Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer reports end-user abuse causing the back canes to bend and need to be replaced with the attaching hardware.